Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter wing was found deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the wing part was deformed."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter wing was found deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the wing part was deformed."

Manufacturer narrative:
Received one opened unit from lot number 9085966 with its original packaging. A review of the device history record revealed no irregularities during the manufacture of the reported lot. In addition, 3 photos were received from the customer. Photo 1: top of packaging and the unit. Photo 2: winged adapter with bent wing. Photo 3: top view of winged adapter with bent wing. Upon visual inspection of the device it was revealed one of the wings on the adapter was bent. The incident could be manufacturing (molding) related or process manufacturing. Having too many wing adapters in the bag, tote or filling the hopper with excess adapters can put too much weight and press on the adapter which can curl or cause damaged to the wings. The defect can also be related to process manufacturing. Misorientation when inserted into the needle cover can cause damage to the wings. The damage can also occur while inside of the packaging. If too much force is applied to the wing during packing, transportation, or use it can cause curling or damage to the wings. Conclusion(s): not determined: the defect was confirmed to be process related however a probable root cause could not be determined. The incident could be manufacturing (molding) related or process manufacturing. Having too many wing adapters in the bag, tote or filling the hopper with excess adapters can put too much weight and press on the adapter which can curl or cause damaged to the wings.